Event description:
Boston scientific crm received information that during the normal replacement of this cardiac resynchronization therapy defibrillator (crt-d), two setscrews were unable to be loosened. As a result, the atrial and ventricular leads affected had to be explanted and replaced. No adverse patient effects were reported. The crt-d was also successfully replaced and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection upon receipt found that the header had been removed from the device case and the leads were returned still connected in the header. Using a boston scientific torque wrench, the setscrews moved easily and the leads were able to be removed without issue. Further inspection of the setscrews found that the moved freely and no anomalies were found. Interrogation of the device revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.37 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that this device experienced premature battery depletion due to a compromised low voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.